Event description:
Caller indicated the glucocard vital meter was giving high readings. Caller stating that on (B)(6) his mother started testing her blood at 5:41 - results were 396, at 7:30 results were 74 at 7:34 results were 399 at 7:35 results were 94, at 8:03 reading were 431 she took a pill and retested at 9:47 results were 372 - contacted the ambulance and they came out and tested about 10 minutes later and the reading on the emr meter were 280. They stated that she was stable and left. They were called back because she was feeling weak and delusional; she was taken to the hospital. Controls used were in range. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.